Event description:
It was reported that balloon rupture occurred. A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. During inflation, at 8 atmospheres, the balloon ruptured. The device was successfully removed with no defects found and was replaced for another of the same device to complete the procedure. No complications reported, and patient status was good.

Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided and was not available per account.